Event description:
Spontaneous call from patient husband (B)(6) stating the pumps beeping. Husband mentioned patient has been without medication for one hour so they are at the emergency room. Patient not known to have been admitted. Advised patient husband to switch to the back up pump (B)(4). Beeping continued the back up pump and message read as no disposable, clamp tubing. Advised patient to poke with down on the blue tab corner of the cassette. Patient husband confirmed the beeping stopped and disconnected the call. No other information provided. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. Cassette lot# not provided. No known issues with pumps. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.